Event description:
Pt was experiencing pain several weeks post-op. During f/u, x-rays revealed that the lag screw had fractured at the t-n joint.

Manufacturer narrative:
Lag screw fractured post-operatively due to pt non-compliance. Pt was stabilized; screw was not removed.